Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the customer returned one sample for evaluation. A non vygon needle free connector was mounted on the nutriline luer lock hub and a sodium chloride injection was connected. The catheter was shortened by 5 cm. During microscopic examination we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. Based on the product incident report (pir), the customer used alcohol-based chlorhexidine as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records for (8137379 and 8178394) was performed, and no deviations were found. The batches complied to its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. There are three additional complaints for batch 8178394 and six additional complaints for batch 8137379. There were nine additional complaints about a leaking wing catheter, partially detached from the fixation wing on code 4g07125203 within the last three years, however none of these are related to a manufacturing defect. Corrective action: as the catheter worked well for 3-4 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak/rupture would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
On 1/31 "we just had one catheter that is leaking at the hub that we are removing.

Event description:
On 1/31 "we just had one catheter that is leaking at the hub that we are removing.

Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
On 1/31 "we just had one catheter that is leaking at the hub that we are removing".